Manufacturer narrative:
Medical device code (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2022. During the procedure, the wound was closed with a hemostatic clip; however, when the slider was tightened backward the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) for intestinal polyp procedure performed on (B)(6) 2022. During the procedure, the wound was closed with a hemostatic clip; however, when the slider was tightened backward the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with its over sheath and without the clip assembly. Microscopic examination was performed, and it was found that the device has evidence of premature deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the failure could be caused due to operational factors during the procedure such as trying to open the clip once it was already activated. The device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.